Manufacturer narrative:
Additional information and investigation results will be provided, if applicable.

Event description:
The customer found no suture in the package when they opened the package. One sample of the safil violet suture will be returned for investigation.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and empty sample of safil, there is no needle or thread inside the open sample received. Visually checking the cardboard of the sample received, we can see that there are not marks of the needle on it. So we assume that suture was not placed in the pouch. The mistake was probably produced during the automatic packaging step in the manufacturing line. The machine did not place a suture in the pack by error. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.